Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. (B)(4) international UDI #. The manufacturer's field service engineer (fse) performed troubleshooting and determined the power switch overlay required replacement. The fse replaced the power switch overlay and the issue was resolved. The device passed required testing following repairs.

Event description:
It was reported that the unit's led light failed to illuminate. There was no patient involvement. The event date was not specified; estimate used. "Patient".